Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The cause was unknown. Low bg was addressed by consuming carbohydrates. Customer went to the emergency room for the low bg. Customer received treatment of intravenous fluids of saline. Treatment resolved the issue, there was no permanent damage. Customer was released on (B)(6) 2022. System check was performed by tandem technical support (cts) and the customer is using humalin ru500 insulin. Cts informed the customer humalin ru500 is off-label per user guide.